Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to noise. The patient was very non-compliant and was welding and doing other things that the physician advised against. The system was changed out. Should additional information be received, this file will be updated.